Event description:
It was reported via repair work order that the brakes did not engage due to the brake cable being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.